Manufacturer narrative:
According to the clinical, during the first day of impella rp support the pump was inserted without difficulty. A couple hours later the pump appeared to have fallen back into the rv spontaneously. Multiple attempts were made to reposition the pump without success. Shortly, after the positioning issue was observed the patient also began to develop signs of hemolysis. Due to the patient's declining condition the decision was made to withdraw the patient from care. The impella rp device was not received from the customer, and therefore an evaluation of the device was not possible. However, data logs were received for evaluation/analysis and confirmed suction alarms with no evident positioning issues. Impella position was unknown per logs. Product history review revealed the pump passed all post-sterile inspection checks. The most likely cause of the positioning issue was use related. The most likely cause of the hemolysis was improper positioning. Correction was made to the following field(s)/section(s): f6: date removal. F8: date removal. G4: PMA number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown race) in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support due to there being no exit strategy on extracorporeal membrane oxygenation. During support, the impella rp appeared to have fallen back into the right ventricle spontaneously when placing. The physician attempted to advance but was unsuccessful with torqueing and forward tension. Pigtail appeared past the pulmonary valve, but the outlet appeared to be at the valve. The position of rp flex on x-ray showed probable placement of outlet at the pulmonary valve and pigtail remains in pulmonary artery (pa). Color doppler shows forward flow into pa and decision to leave as is. Care was withdrawn and the patient expired. There is no association between impella use and outcome.